Manufacturer narrative:
Pending investigation. Concomitant medical products: 3193935, 164-03-15 - element-stem, collared w/ha, std offset, sz 15; 3566009, 186-01-56 - integrip cc, cluster 56mm,g3; 3623590, 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. Recall: z-2118-2021.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2014. The patient was brought back for pain and was also believed to have infection of the right hip. The patient did not wants implants removed and requested an irrigation debridement with head poly swap. The hop was dislocated, the femoral head removed and the stem found to be well fixed. Attention turned to the cup. The poly was removed with the help of a screw. The cup was checked and found to be loose and removed. The stem was thoroughly checked again and still found to be well fixed. The patient received a 57mm bipolar shell and 10cc intersep. The patient was last known to be in stable condition. No other patient information/medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-1729-2022.